Event description:
It was reported that while unpacking the device for a percutaneous transluminal angioplasty treatment procedure, a fiber was found in the device package. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous superficial femoral artery. The 4.0mm/1.5cm/140cm flextome monorail cutting balloon had all package seals intact. Upon opening the package a small fiber was found in the package. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while unpacking the device for a percutaneous transluminal angioplasty treatment procedure, a fiber was found in the device package. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous superficial femoral artery. The 4.0mm/1.5cm/140cm flextome monorail cutting balloon had all package seals intact. Upon opening the package a small fiber was found in the package. The procedure was completed with another same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR. Device evaluated by manufacturer: the device was returned in the pouch. A visual and microscopic examination of the pouch and device found no foreign matter (fm) present in the package. There was no damage noted to the device. The root cause classification of this investigation is not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).